Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: footplate causing slow flow, 7 x 40 balloon inflated for 90 seconds which demonstrated good flow post.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the left common femoral artery. Ultrasound and micropuncture were utilized to gain a top upper third positioned access. The arteriotomy was 8.0mm, with a depth measurement of 3.5cm + 1cm. No issues were encountered advancing and exchanging procedural sheaths. Following deployment, hemostasis was immediate in the groin; however, the manta anchor is suspected to be a contributor of a slow flow down the leg. Balloon inflation was applied for ninety seconds successfully restoring good flow. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery.